Manufacturer narrative:
A good faith effort attempt confirmed that the device did not produce sound and displayed speaker malfunction inop message. A field service engineer (fse) went onsite to evaluate the device and found that the speaker wire be loose. Based on the information available and the testing conducted, the cause of the reported problem was a loose speaker wire. The reported no sound problem was confirmed. The device was operational after the field service engineer (fse) reinserted the speaker wire. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter and reporting institution phone#: (B)(6).

Event description:
It was reported that the speaker is faulty and the sound cannot be turned on. The device was not in use on a patient at the time of the event, there was no adverse event reported.